Manufacturer narrative:
A4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heartmate ii to heartmate 3 pump exchange due to a known driveline fault and chronic driveline infection. A full pump analysis was requested for the heartmate ii. It was noted that the patient was on their original heartmate ii for 16.5 years. It was requested to clean, reassemble, and return the pump.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: findings consistent with the report of driveline infection were confirmed during the evaluation of (B)(6). The pump was returned assembled with the driveline severed approximately 9¿ from the housing. The severed section of the driveline was returned with the outer jacket covered in layers of silicone tape and a clamshell was installed on the controller connector. The inflow conduit was bisected at the flex section, with the inlet elbow secured to the pump inlet port. The outflow graft was secured to the outlet elbow. Examination of the inflow conduit found a red, tissue-like thrombus at the interface of the flex section in the inlet elbow. The deposition was lightly adhered to the graft and strongly adhered to the textured surface of the elbow. The deposition was confined to the proximal end of the elbow and the remainder of the elbow contained a post-explant deposition of blood. Examination of the outflow graft assembly found no depositions or thrombus formations. The pump was disassembled and examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. The pump bearings and bearing cups showed no obvious damage or atypical wear. Removal of the tape and silicone jacket from the severed section of the driveline revealed a deposition of yellow, grainy material, extending up to the controller connector. The section of the driveline attached to the pump did not show a similar deposition. Samples of the inflow cannula and driveline depositions were forwarded to an outside lab for histology. The inflow cannula thrombus was primarily comprised of dense collagenous connective tissue. There were multifocal areas where the substrate was infiltrated by what morphologically resembled coccoid bacteria. The fragments of deposition taken from under the driveline jacket showed clusters of pyknotic cells containing bacteria-like coccoid organisms. The bacteria-like structures were also loose in the spaces between the fragments. These findings appear consistent with the report of a chronic driveline infection. Incidental findings: thrombus confirmed in the inflow cannula. After cleaning, examination of the pump bearings under a microscope found no evidence of damage and no atypical wear marks. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specifications. The pump was forwarded to the abbott pleasanton facility for additional inspection of the bearings. Measurements of the ruby surface finish were used to determine the amount of wear that had occurred. Multiple areas of the ruby were measured and the total average wear was 5.47m (microns), or approximately 0.33m per year based on the duration of implant. This wear rate is similar to the median wear rate of 0.30m per year observed in previous bearing studies. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (rev. C), lists driveline infection and pump thrombosis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU contains information on controlling infection in the patient care and management section. This section also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.